Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the IV tubing disconnected near the port and leaked blood while using bd alaris¿ pump module smartsite¿ infusion set. There was no patient impact. The following information was provided by the initial reporter: "injuries or adverse event: no. Quantity affected: 1ea. Are any samples available for return? Yes. Reported issue: rn called to patients room. IV tubing disconnected near the port (this part should not disconnect). Blood visibly coming out of line."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-17 h6: investigation summary the customer reported a disconnection and returned one used sample of material #2420-0007. The sample was clearly separated at the outlet of the last smart site, and the complaint is verified. The root cause was found to be insufficient solvent applied during the assembly process. No other failure modes were observed. A device history record review for model 2420-0007 lot number 21095280 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the IV tubing disconnected near the port and leaked blood while using bd alaris¿ pump module smartsite¿ infusion set. There was no patient impact. The following information was provided by the initial reporter: "injuries or adverse event: no quantity affected: 1ea. Are any samples available for return? Yes reported issue: rn called to patients room. IV tubing disconnected near the port (this part should not disconnect). Blood visibly coming out of line."